Event description:
A facility reported ¿sensor/cable failure¿ message on the monitor and to replace the sensor/cable. The icp reading was normal when the sensor was implanted. The sensor was disconnected from the cable and reconnected the sensor. The sensor worked for less than a minute and the failure message came back. The sensor was plugged into a different cable and was able to see an icp waveform. No error messages came up after switching the cable. No patient injury reported.

Manufacturer narrative:
The cerelink cable (ID 826845) was returned for evaluation. Device history record (DHR) all integra lot numbers for supplier lot number 20110210 conformed to the specifications when released to stock. Failure analysis the cable was cleaned with isopropyl alcohol 70% and visually inspected: no defect was noted. The cable was inspected for connector alignment and no defect was noted. The cable was electrically tested and no abnormal discontinuity and no abnormal short circuit was measured. The cable meets the specifications. No root cause could be determined as the technician could not confirm any problem with the cable at the time of investigation. The possible root cause for the problem reported by the customer could be due to an inappropriate technique for assembly and use of the device.